Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was unable to be downloaded. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. No issues were found with the pump double beeping. There was no problem found with the returned pump.

Event description:
It was reported the device failed delivery accuracy testing. The measured flow rate was 7.10% below nominal. No patient involved.